Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and pseudoaneurysm occurred. The target lesion was located in the superior mesenteric artery (sma). Following predilation of the tight lesion, an 8.0x30x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, while crossing the lesion, the stent came off from the balloon and as the physician attempted to retract the device, the stent fell off into the patient. The physician successfully retrieved the stent using a snare and was able to manipulate the stent out of the body but while doing that, pseudoaneurysm occurred in the femoral artery. The physician then aborted the procedure and was planning to do another attempt on that same day, accessing through the arm through the brachial artery. The patient as doing okay, well enough for the second attempt.